Manufacturer narrative:
Product comment: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Company comment: the serious expected events of implant site hypersensitivity and implant site mass were considered possibly related to the treatments. The seriousness criteria include intervention to prevent the permanent damage. The potential root cause is the treatment procedure or patient's hypersensitivity to the product. The restylane defyne was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference (B)(4) is a spontaneous report sent on 21-oct-2021 by an other health professional concerning a (B)(6) female patient. The patient's medical history included allergy to sulfa. No history of concomitant medications. The patient had no vaccines in the last 6 to 12 months or any illness, viral or flu like, leading up to initial injections. The patient had previously received treatment with unspecified filler since 2013 and 1 ml restylane kysse (lot 18288) to lips in (B)(6) 2020. On (B)(6) 2021, the patient received treatment with 1 ml restylane lyft with lidocaine (lot 18192) to cheeks and 1 ml restylane defyne (lot 18149) to perioral area and lips using unknown injection technique and needle type. The restylane defyne was injected to lips (off label use of device). On (B)(6) 2021, the patient experienced delayed hypersensitivity (implant site hypersensitivity) or bumps (implant site mass) in the areas of injection. On (B)(6) 2021, the patient consulted hcp due to events. The patient had received treatment with antibiotics, doxycycline [doxycycline] 100 mg, bid for 4 weeks, colchicine [colchicine] and multiple treatments of hylenex [vorhyaluronidase alfa] on (B)(6) 2021 and 5-fu [fluorouracil]. The events were ongoing. Outcome at the time of the report: delayed hypersensitivity was not recovered/not resolved/ongoing. Bumps was not recovered/not resolved/ongoing. Restylane defyne was injected to lips was recovered/resolved.